Event description:
It was reported by service report that no functions were working on the bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Power control board.